Manufacturer narrative:
This follow-up report is being filed to relay correction information, which was not available at the time of initial follow-up. (B)(4). Reported complaint was confirmed. Visual inspection of the returned instrument confirmed the fracture and suggested excessive wear as well as scratches which indicate use. Review of the device history records found no evidence of nonconformity. Previous investigation of the reported issue determined the root cause of the event is a design issue that has been the subject of corrective action. The fractured tasp component in this complaint was manufactured before the corrective action. No further action is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the trial broke during surgery. The surgeon confirmed that no pieces were left in the surgical site.